Manufacturer narrative:
(B)(4). Date sent: 10/1/2024. D4: batch # 954c28. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with the firing trigger broken off returned inside a plastic bag and with a tr45w reload loaded in the device. The returned reload was partially fired 1/2. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and no components and no anomalies were noted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 954c28, and no non-conformances were identified.

Event description:
It was reported that during a robotic partial nephrectomy procedure that when attempting to fire the device one of the handles broke off. The dark grey number two hand detached from the device. The second stapler the surgeon stated that the knife did not cut as far as the staples were deployed and needed to resect the additional tissue. A third like device was used to continue with the procedure. There were no adverse consequences for the patient.